Event description:
The device was received for service. During service testing, depleted batteries were found. According to the hospital representative there was no patient injury or medical intervention reported. No additional contacts or information was provided.